Event description:
Same case as MDR ID # 2134265-2013-06741 and MDR ID # 2134265-2013-06743. It was reported that during percutaneous transluminal angioplasty (pta), automatic pullback failure occurred. The target lesion was located at moderately tortuous iliac artery. During percutaneous transluminal angioplasty, they were unable to perform automatic pullback. It could be a setting failure as they were able to perform automatic pullback post procedure. The procedure was completed with a different device. There were no reported complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).